Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited a physical defect in the cable connector of the external paddles. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by the philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating a physical defect in the cable connector of the external paddles. The brt evaluated the device and confirmed the external paddles have a physical defect in the cable connector. The brt installed a new set of paddles to resolve the issue and the device passed functional testing. The device remains at the customer site and no further action is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a damaged cable connector. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The external paddles were replaced to resolve the issue and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.